Manufacturer narrative:
A video and photo sent by the customer for the reported event of "tubing detached" was confirmed. A video clip from customer showed opened package of from the pressure monitoring kit, model t001671a and lot number 60354683. The video clip also showed that pressure tubing appeared already detached and was pulled out of vamp adult reservoir stopcock. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, when taking out of the packaging prior to use in patient, in this box with twenty units of dpt's (disposable pressure transducer) with vamp system, the pressure tubing was found detached at the one-way stopcock side. Replacing the set for another one from another lot number the issue was solved. There was no patient involved in this case. Unfortunately, the devices were discarded by the customer.